Event description:
Separately, caller mentioned an issue with the ra lead and declined troubleshooting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).